Event description:
It was reported the patient was charging more than expected. The reporter stated the recharger antenna was replaced and the patient continues to charge more frequently. It was noted that in the past two months, the patient needed to charge every other day. It was further noted the patient was getting the full eight coupling bars and was charging to full. It was noted the calculated recharge interval was 13 days if the implantable neurostimulator (ins) was fully charged. The reporter stated they would be replacing the ins. Additional information received reported the recharger malfunctioned. It was noted that there were no abnormal impedance measurements. It was further noted the recharger needed replacement. It was noted that no surgical intervention occurred. The reporter stated they gave the patient a temporary recharger for them to use. Additional information received reported the patient saw their healthcare professional (hcp) on (B)(6) 2013 because they were having problems recharging. It was noted the patient¿s hcp used the clinician programmer to read the ins to see what was going on. The reporter stated it was taking them an hour or two to get a full charge. It was noted the patient used the hcp¿s recharger and was able to get a full charge in less time. It was further noted the hcp let the patient use the loaner recharging system for three weeks. The reporter stated they originally thought they needed to replace their ins, but that was not the case. The reporter further stated their hcp told them that a replacement of the ins would probably be in the near future. Additional information received reported that it is taking too long to charge the ins. The reporter stated that they received a recharger from the clinic and it charged the ins much faster than their recharger. It was noted the anomaly appears to have occurred through product use. Analysis of the recharger found the failure was unconfirmed. Additional information received reported that the patient received assistance from their manufacturing representative and their concerns were resolved. It was noted that the patient was still having concerns regarding their device or therapy but that they were working with their doctor or manufacturing representative. Additional information received reported the patient received a new implant because their previous implant was taking longer and longer to recharge over the past year. Additional information received reported the patient¿s ins was replaced last week. It was noted the patient was having trouble charging in march and the manufacturing representative determined the recharger had issues. It was further noted the patient was given a new recharger and they were doing fine. The reporter stated the patient then started to have trouble again with the ins not holding a charge.

Event description:
Additional information received reported that the patient¿s ins was nearing end of life and the patient was continually charging it. It was noted that it was charged ¿pretty much every day.¿ it was noted that this was the reason why they changed it.

Manufacturer narrative:
Concomitant product: product ID 37751, serial # (B)(4), product type recharger; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3487a-33, lot # j0309479v, implanted: (B)(6) 2003, product type lead; product ID 37742, serial # (B)(4), product type programmer, patient. (B)(4).